Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 6.1 inr. The corresponding lab result was 3.8 inr. No treatment was given to the patient based on the device result. The patient's doctor is looking at the lab result. The device was replaced and requested to be returned to the manufacturer for evaluation.